Manufacturer narrative:
Physio-control evaluated the device and observed from the downloaded electronic patient record that the device had indeed powered off. Physio-control could however not duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off twice when they were monitoring a patient in an ambulance. They powered the device back on twice. There was patient use associated with the reported event; however, there was no adverse patient outcome reported.